Event description:
On (B)(6) 2022, hcp reported that a patient had experienced migration and extrusion of one pdo thread. On 06/27/2022, hcp requested assistance from our medical director who assessed the event and advised directly on the protocols, explaining it could have been a technique error. Hcp disagreed and claimed it was a design issue instead. Our medical director confirmed that using the correct protocol should prevent any issues. On 07/28/2022, after multiple attempts to gather information, the hcp confirmed that one thread migrated to the chin area. The pdo thread self-extruded and had to be removed by the patient. No additional information or status of the patient was provided.